Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon full release the valve slipped up to approximately -4mm on the non cusp. The patient's blood pressure then began to decrease and the valve migrated higher into the sinuses. St elevation was noted on the electrocardiogram (ECG) and the heart function began to decrease as noted on the transesophageal echocardiogram (tee). Cardiopulmonary resuscitation (CPR) was initiated and the patient was put on bypass. The valve was snared to the ascending aorta (above the sino tubular junction (stj) and svg ostia and the st elevation resolved. A second 29mm valve was prepped and about to be implanted, however the implanting physicians noticed the venous bypass cannula had slipped out and was no longer in the vessel so viable access for bypass was lost. Subsequently, the patient expired.

Manufacturer narrative:
Usage of device initial conclusion: additional information was received that the cannula was a non-medtronic product and per the physicians operative note, once the cannula slipped out they were not able to get back on femoral bypass. The patient's living will was not to open the chest, so at this point there was nothing more that could be done without converting to open heart surgery. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. The reported decrease in blood pressure (hypotension) is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. Regarding the reported st-segment elevation, it could have been an indication of a possible myocardial infarction because a decrease in heart function was also noted. The st-segment elevation may have been attributed to a potential coronary occlusion caused by the dislodged valve. The valve was snared to the ascending aorta and the st elevation resolved. Based on the available information, the root cause for the valve dislodgement and subsequent patient conditions cannot be conclusively determined. Valve dislodgement events are typically not related to a device malfunction. It is unknown if an autopsy was performed to determine the official cause of death. If information is provided in the future, a supplemental report will be issued.